Event description:
During a laparoscopic oophorectomy while the surgeon was attempting to staple across the broad ligament, the tsw35 would not fire. The second attempt to fire was unsuccessful. The procedure was completed with another tsw35. Both instruments will be returned as the or was not sure which one was the problem instrument. There was no consequence to the pt.